Event description:
The customer reported encountering an incident where the rotational lock on their affiniti ultrasound system¿s control panel would not function properly. The failure occurred during transit and no patient or user was harmed as a result of the issue.

Manufacturer narrative:
Evaluation of the suspect control panel was not able to be performed as the part was not returned. Therefore, a failure analysis with root cause could not be determined. The customer¿s biomedical engineer replaced the articulating control panel arm to resolve the issue, and the system has been returned to service. H3 other text : part lost.

Manufacturer narrative:
Evaluation of the suspect control panel will be included in a follow up report upon its return and investigation completion.

Event description:
The customer reported encountering an incident where the rotational lock on their affiniti ultrasound system¿s control panel would not function properly. The failure occurred during transit and no patient or user was harmed as a result of the issue.